Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Catch lip, pinch it / pinching - upper and lower lips [lip injury]. Bristles are loose, it would catch lip, it would pinch it / before it fell off I could feel brush head pinching lip [injury associated with device]. When using toothbrush the head fell off in mouth / the bristles are loose, the rectangle shaped / head (of brush head) that contains the bristles fell off in mouth, can feel it wobbling and becoming loose [device breakage]. Case description: a consumer of unspecified age and gender reported via phone on 08-dec-2015 that when using an oral-b vitality series toothbrush, the oral-b dual clean brushhead fell off in his/her mouth. He/she noted hat the bristles of the rectangle shaped part were loose, and it looked like it was going to come out if he/she continued using it. He/she stated that it was after about 6 weeks of use that he/she noticed it was loose, and it would catch and pinch his/her lip. The case outcome was unknown. No further information was provided. On 20-jun-2016 received consumer's follow-up phone call: the consumer, a (B)(6) male, reported that the bristle part of an oral-b dualaction brushhead came off in his mouth while used with an oral-b vitality series toothbrush; he elaborated that it was the oscillating one, not the rotating type. The consumer explained that almost within days of using the brush head he could feel it wobbling and coming loose, wearing out much quicker than it should. Before it fell off, he could feel it pinching his upper and lower lips. He stated that the brush head did fall off in his mouth but he was able to retrieve it with his fingers and removed it from his mouth. This was not the first time he had used these brush heads, using one brush head 3 times a day, but had discontinued use on (B)(6) 2016. He stated that he also had another replacement pack of unspecified brush heads that he had used and they also wore out rather quickly. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
26-oct-2016 product investigation results: the reporter returned five toothbrush heads 02-sep-2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2015 that when using an oral-b vitality series toothbrush, the oral-b dual clean brushhead fell off in his/her mouth. He/she noted that the bristles of the rectangle shaped part were loose, and it looked like it was going to come out if he/she continued using it. He/she stated that it was after about 6 weeks of use that he/she noticed it was loose, and it would catch and pinch his/her lip. The case outcome was unknown. No further information was provided. (B)(6) 2016 received consumer's follow-up phone call: the consumer, a (B)(6) old male, reported that the bristle part of an oral-b dualaction brushhead came off in his mouth while used with an oral-b vitality series toothbrush; he elaborated that it was the oscillating one, not the rotating type. The consumer explained that almost within days of using the brush head he could feel it wobbling and coming loose, wearing out much quicker than it should. Before it fell off, he could feel it pinching his upper and lower lips. He stated that the brush head did fall off in his mouth but he was able to retrieve it with his fingers and removed it from his mouth. This was not the first time he had used these brush heads, using one brush head 3 times a day, but had discontinued use on (B)(6) 2016. He stated that he also had another replacement pack of unspecified brush heads that he had used and they also wore out rather quickly. The case outcome was recovered. No further information was provided.